Event description:
Indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It also reproted that the pt had experienced a recent increase in seizure activity above previous efficiacy with the vns therapy, but not above pre-vns baseline frequency. The pt underwent ncp system replacement surgery. The reason for ncp system explant was noted as "not functioning and rust". Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Product analysis summary: approximately 31cm of the lead assembly was returned in one piece. Scanning electron micrscopy was performed on the lead connector pins. Scanning electron microscopy did not identify any pitting or electroplating conditions. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection as expected. No anomalies were identified that could have resulted in a high lead impedance and suspected lead discontinuity conditions. No evidence or indication or corrosion of any material, was identified on the returned parts. The electrode portion of the lead was not returned to device manufacturer for analysis. It is possible that a discontinuity on the electrode portion of the lead was on the high lead impedance condition. The concomitant device (pulse generator) was also returned and analyzed. Prior to decontamination, inspection revealed what appears to be dry body fluids on the positive connector and positive lead cavity. Squeezing the septum in a manner to open the slit revealed dried fragment of a reddish/brown substance which was identified as a "body fluid residue". A sample of the reddish/brown cntamination was examined using scanning electron microscopy inspection and energy dispersive x-ray spectroscopy analysis. A trace of iron was identified; however; dried body fluids can contain iron. There was no evidence to suggest a migration of metal or electrochemical corrosion. The pulse generator met electrical test specifications. The programmed output was within specifications and no variations in the output or any other anomalies were noted.